Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8218718. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200773371, 200773795] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that relion® insulin syringe plunger rod was difficult to move during injection. The following information was provided by the initial reporter: material no.328512 batch no. 8218718, unknown the plunger rod is difficult to move during injection. Verbatim:relion pet owner reported plunger rod difficult to move during injection, does not re-use. Problem occurred with more than one box, lot #s for previous boxes are unknown, consumer does not know how many boxes are involved but the product is the same.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8218718, medical device expiration date: unknown, device manufacture date: 2018-10-10. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe plunger rod was difficult to move during injection. The following information was provided by the initial reporter: (B)(4), batch no. 8218718, unknown. The plunger rod is difficult to move during injection. Verbatim: relion pet owner reported plunger rod difficult to move during injection, does not re-use. Problem occurred with more than one box, lot number for previous boxes are unknown, consumer does not know how many boxes are involved but the product is the same.